Manufacturer narrative:
UDI number: (B)(4).

Event description:
During an off-label pulmonic surgical valve replacement procedure with a 26mm sapien 3 ultra valve, difficulties were encountered during the advancement of the commander delivery system and sapien 3 ultra valve due to patient's tortuous anatomy. When the sapien 3 ultra valve was ready for deployment, it was noted that the alignment markers were off. The delivery system was pulled back and alignment was performed again. The valve was positioned, but during the deployment attempt, the balloon appeared to be ¿perforated/punctured¿ and the valve could only be partially inflated. Since the partially inflated valve was still ¿attached¿ to the delivery system balloon, an attempt was made to withdraw the devices. The valve and delivery system could not be pulled back into the esheath. After several unsuccessful attempts, the patient was taken to surgery for removal of the delivery system and valve. A new surgical valve was then implanted in the pulmonic position. During the difficulties attempting to deploy the sapien 3 ultra valve, the valve and delivery system became entangled in the tricuspid valve as it was avulsed and not repairable. The tricuspid valve was therefore, also replaced with a surgical valve. The patient did well with the surgery. At the time of the report, the patient was in stable condition.

Manufacturer narrative:
An administrative review of 3500a forms posted on the maude database showed this manufacturer report was submitted with the incorrect (common device name, product code, PMA number, or other missed or incorrect information). A correction to field g4 is being submitted in this supplemental report.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The commander delivery system was not returned to edwards lifesciences for evaluation. Without the device, visual inspection, functional testing and dimensional analysis could not be performed. Review of the procedural imagery provided revealed the valve struts appeared to be compressed over the flex tip. The valve appeared to be shifted away from alignment position towards the distal nose tip. The valve also appeared to be caught at the sheath distal tip. The shifting likely occurred during the attempt to retrieve the delivery system and valve into the sheath. Device history review (DHR) review was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing non-conformances that could have contributed to the reported event. Lot history review revealed one other similar complaint for the applicable complaint codes. Complaint history review from may 2019 through april 2020 for the commander delivery system (all models and sizes) revealed other complaints for the complaint codes. A review of complaint history revealed that the complaint occurrence rates did not exceed the april 2020 control limits for the appropriate trend categories. The IFU, device preparation manual, and procedural training manual were reviewed for instructions/guidance on device preparation/usage. The operator is instructed to use caution in tortuous or calcified vessels that would prevent safe entry of the introducer set. Additionally, push for can vary due to angle of insertion, thv size, vessel diameter, tortuosity, and degree of calcification. If push force is high, the operator is instructed to slightly pull back the sheath while advancing the delivery system 1-2cm. Delivery system removal: completely unflex the delivery system, ensure the flex tip is still over the triple marker, ensure balloon lock is locked, ensure the balloon is completely deflated, pull the entire delivery system through the sheath, maintain guidewire position in the aorta. Caution: patient injury could occur if the delivery system is not completely unflexed prior to removal. No IFU/training deficiencies were identified. During the manufacturing process, the delivery system undergoes multiple 100% visual inspections and testing. The delivery system components undergo multiple 100% visual and dimensional inspections. Additionally, product verification is performed on a sampling plan basis. These inspections during the manufacturing process and testing performed during the product verification make it unlikely that a defect in manufacturing contributed to the reported events. In this case, the complaint for balloon leakage was not able to be confirmed since the device was not returned and applicable imagery was not provided for evaluation. The other complaints were confirmed based on the provided procedural imagery. Without the device, a potential manufacturing nonconformance was unable to be determined. However, based on a review of the DHR, complaint history and lot history, there is no evidence indicating that a manufacturing non-conformance could have contributed to the complaint events. A review of manufacturing mitigations supported that the delivery system has proper inspections in place to detect issues related to the complaint event. It is unlikely that the delivery system left the manufacturing site with balloon damage, as the balloons are 100% visually inspected at several different steps throughout the manufacturing process and devices are 100% leak tested. In addition, there was no reported difficulty during device preparation. Per the report, the valve was moved away from alignment position and it was speculated that the offset was due to device manipulation and tortuosity. It is likely that tortuosity in the vessel contributed to high valve alignment forces. Performing valve alignment at a bend or angle (such as in a non-straight section of the aorta) can cause the valve to unseat (non-coaxial placement of valve in relation to the flex tip) from the flex tip during alignment and ¿dive¿ into the lumen of the flex tip, where part of the crimped valve slides into the flex tip lumen. If the valve is unseated during alignment, it can result in higher than usual valve alignment forces and can create tension in the system in order to achieve final alignment position. Per the procedural imagery, the valve struts appeared to be diving into the flex tip. Under simulated conditions (simulated tortuous anatomy), a previously performed engineering study was able to recreate high valve alignment forces. Per the complaint description, ¿the valve was positioned, but during the deployment attempt, the balloon appeared to be ¿perforated/punctured¿ and the valve could only be partially inflated.¿ tension build up as a result of high alignment forces can make the balloon material more prone to damage/leakage. Alternately, the valve was inflated inside a previously implanted surgical valve. It is possible that the balloon integrity might have been compromised due to interacting with the pre-existing valve. Per complaint description, ¿since the partially inflated valve was still ¿attached¿ to the delivery system balloon, an attempt was made to withdraw the devices. The valve and delivery system could not be pulled back into the esheath.¿ retrieval of the delivery system/partially crimped valve into the sheath in a tortuous anatomy can create a non-coaxial alignment between the delivery system/valve and sheath tip causing the reported difficulties during withdrawal. The valve struts appeared to be non-coaxially aligned with the sheath and caught at the sheath distal tip. It is possible that the caught valve was shifted away from the alignment markers towards the distal nose tip when the ds was pulled proximally during device retrieval. Although a definite root cause was not able to be determined, available information suggests in addition to procedural factors (built-up tension as a result of high alignment forces/interaction of balloon with pre-existing valve, non-coaxial retrieval), patient (vessel tortuosity) may have contributed to the valve alignment issues and balloon leakage during valve deployment. The partial deployment of the valve likely contributed to the reported withdrawal difficulties and subsequent surgical removal of the devices and placement of a surgical pulmonic valve. No manufacturing non-conformances were identified. And reviewed of IFU/training materials revealed no deficiencies. Therefore, no corrective and preventative action is required at this time.